Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80-90% stenosed, 24mm x 2.75mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). After engaging the lesion with 6f ebu 3.5 guide catheter, wired with non-bsc guide wire, pre-dilatation was performed using a 2 x 12mm maverick balloon catheter. A 2.75 x 28mm promus element drug eluting stent was advanced to treat the lesion. However, the device failed to cross and upon maneuvering, it was noted that the stent strut was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable .

Manufacturer narrative:
Initial reporter first name: (B)(6). Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80-90% stenosed, 24mmx2.75mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). After engaging the lesion with 6f ebu 3.5 guide catheter, wired with non-bsc guide wire, pre-dilatation was performed using a 2x12mm maverick balloon catheter. A 2.75x28mm promus element drug eluting stent was advanced to treat the lesion. However, the device failed to cross and upon maneuvering, it was noted that the stent strut was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable .